Event description:
Pt death after administration of a chemical restraint and placement on physical restraint. Diagnosis for use: alcohol intoxication and aggressive behavior. Constant pt observation was not provided in accordance with the suicide precaution and/or the restraint policies/procedures; the pt wasn't assessed every 15 minutes as required by the restraint procedure; pt assessments that were conducted did not include vital signs; and nursing staff communication breakdowns, and a corrective action plan including: mandatory continuous pulse oximetry or cardiac monitoring of pts who receive behavior management restraints; nursing staff re-education regarding the restraint procedure; and security staff re-education regarding 1:1/constant observation was developed and implemented.